Event description:
It was reported that a pt developed a rash with pain on the legs and chest three days following obturation of a root canal using densfil and ah26. The pt's physician thought the symptoms were the result of a reaction to amoxicillin, the pt had been taking for two days and discontinued use as a result, even though the pt had taken the amoxicillin on prior occasions with no reaction; medication for the symptoms was also administered. The pt was reported as being "fine for a few days," though the symptoms reappeared two weeks after the obturation procedure.

Manufacturer narrative:
While it is unk if the densfil used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable.